Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-07-12. It was reported that the patient could not get sufficient connection to charge. The charger was working okay, but they could not get it to connect with the battery. Attempts to charge were unsuccessful. It was suspected that the battery may have flipped. The patient was sent for an x-ray to check for flipping and the patient was scheduled for a battery revision on (B)(6) 2018. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they had at most two coupling bars. The antenna locate feature was used and they got 32-62 with only two coupling bars and when they tried again they got 38-60. There were no falls or traumas or weight changes and the implant was close to the skin¿s surface. It was noted that the implant might be a little loose in the pocket and it might feel like the header was at the bottom. Troubleshooting reviewed that imaging was a good step to see if the implant was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient is having difficulty charging battery following battery replacement in march. The patient was scheduled to meet with the representative (B)(6) 2018 to further evaluate the issue. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that x-rays confirmed the patient¿s battery was flipped in the pocket, causing the inability to recharge. The rep stated that the patient¿s ins was replaced with a non-rechargeable battery. The explanted ins will not be returned. No further complications were reported or anticipated.